Event description:
This report is being filed after subsequent review of the following journal article: radiographic and safety details of vertebral body stenting: results from a multicenter chart review. Diet et al. (2013) bmc musculoskeletal disorders 14:233. This was an observational study where data was collected retrospectively from a multicenter chart review of the first 100 cases of patients with vertebral body fractures who were treated with the vertebral body stenting system (vbs). The aim of the analysis was to describe the clinical and radiographic results of the new endovertebral stenting system. The vbs system used in the study was manufactured by synthes (B)(4). One hundred (100) patients (62 with osteoporosis) with a total of 103 vertebral body fractures were treated with the vbs system. The study population consisted of 49 females with a mean age of 71 years and 51 males with a mean age of 67 years. In 55% of cases synthes' vertecem "nf"pmma-based cement and in 45% other pmma-based cements were applied. At the last radiographic follow-up (~ 6months) visit there was an improvement in the mean anterior-middle-posterior heights postoperatively compared to the preoperative measurements. There were no identifiable patients. This article requires (4) medwatches: unk-spine (vbs) rm. Unk-spine (vbs) si. Unk-spine (cement) rm. Unk-spine (cement) si. The literature article is attached to this medwatch. This medwatch is for the 36 cement extrusions. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Unknown cement part/lot number. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.